Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of the event unknown. Additional 510(k) number k101880. Product not returned to manufacturer.

Event description:
It was reported that the dentist opened the implant (tsvtwb8) during the procedure and noticed there was no implant inside the package. It was also reported that they used another implant and placed in the same surgery.

Manufacturer narrative:
No device was returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a missing implant from package, and is considered a similar complaint. Appropriate instruction for use was reviewed and details on product packaging were identified. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The reported malfunction is therefore unconfirmed with the information provided. A root cause cannot be determined. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI: (B)(4). Device evaluated by MFR: changed "no" to "yes".